Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: MFR reference report: 1627487-2019-00539. It was reported that the patient experienced uncomfortable stimulation. Patient reported having several falls. The lead was explanted and replaced on (B)(6) 2018. Patient has effective stimulation post operatively. Note: it is unknown which lead was causing the uncomfortable stimulation and was explanted therefore both are being reported.

Event description:
Device 2 of 2: MFR reference report: 1627487-2019-00539.